Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 14 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-ghc-24-04782. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "on friday we went to reposition a cortrak tube. The stylet came out of the patient's mouth. We pulled the tube out and kept it.¿ per additional information received on 18sep2024, the tube was placed on 21aug2024. On 13sep2024, it was requested to advance the tube due to emesis. The stylet was reinserted into the cortrak tube and then was noted to come out of the patient¿s mouth. Cortrak tube was removed and replaced. It is unknown if there was any injury. The patient had emesis prior to removal. The current status of the patient was reported to be receiving post-pyloric feeding via a new cortrak tube. The tube had a history of clogging. On (B)(6) 2024, cortrak team was consulted it to assist with removing the clog. On 09sep2024, the cortrak team was notified that the tube was unclogged without their assistance and tube feeding has been resumed. 50cc enfit syringes are used for flushing and administering medication.

Manufacturer narrative:
The actual complaint product was returned for evaluation. Subject sample provided was evaluated confirming a ballooning area with a split, the tubing appeared to have expanded to form a balloon shape which burst in the multiple direction causing a partial separation of the tube. The tubing was cut and opened to inspect the inner surface of tubing walls. From 43cm marking until bolus end tip, light brownish, white powder like substance residues were stuck in the tube. The root cause of the reported issue seems to be a user related problem since as per the IFU, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 08 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.